Event description:
The pt reportedly started experiencing facial nerve stimulation and a constant static after a dental treatment. External equipment was exchanged and programming adjustments were made; however, the issue was not resolved. Testing showed that the pt's device was functioning. Surgery to explant the pt's device has been scheduled.